Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a hip revision operation - whilst the surgeon was trialing with the definitive stem and trial heads 28+5 and then 28+8.5, both heads dislocated anteriorly and the trial heads came off the stem and disappeared into the pelvic cavity due to a tear in the anterior soft tissue. Due to the surgeon being unable to retrieve the trial heads, the trial heads were left inside the patient. The patient was informed about this and the surgeon gave her the option to have a 2nd operation with a general surgeon should she feel discomfort. This was not due to any fault of the implants or trial implants, but due to the malpositioning of the old cup which caused anterior dislocation. The fact the heads came off and disappeared into the slit in the soft tissue was a highly unusual occurrence.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated the following: what was the patient harm that caused the patient to be revised prior to the femoral heads falling into patient? ¿ this was a fracture of an old aml stem that had been implanted 25 years go. Again this is not the issue. The patient needed to be revised due to existing implant breakage. The heads did not fall into they patient. The hip was reduced twice and each time the trial head dislocated off the definitive implant anteriorly (this was all described in the adverse event). Was there any adverse consequence to the patient relevant to this event? If yes, please provide details. ¿ yes the heads remain inside the patient but at this stage is not bothering her. Due to her age the surgeon is unwilling to remove them. What is the duration of the delay? Just intra-operatively there was a delay in trying to retrieve the heads. It extended the operation by about 30min.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.